Manufacturer narrative:
On 16-may-2023, the photo analysis was completed. Device investigation details: pictures were received for evaluation following biosense webster's procedures. According to pictures provided by the customer, blood was observed on the hub of the vizigo sheath, due this condition the hemostatic valve cannot be observed, and at this time it is not possible to determine a damage on the hemostatic valve. A device history record evaluation was performed for the finished device 00002115 number, and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002115 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve of vizigo was damaged. The device was in use on the patient. The sheath was replaced and the procedure continued. There was not any impact to patient. Hemostatic valve separation is MDR-reportable.